Event description:
Patient uses a freestyle libre 2 continuous glucose monitor for glucose monitoring. Hx type 2 dm on 70/30 mixed insulin twice a day. Had been using libre 2 for ~3 months without incident and glucose levels generally range 100-220 mg/dl. Last a1c (3/16/23) =7.5% on 4/14/23, noted that her glucose levels on the libre 2 were significantly elevated from baseline. This was on a friday. Over the weekend, patient called into her primary care provider's 24/7 rn triage line twice for advice as the glucose levels on the libre 2 were >300 and sometimes showing "hi". Ultimately, patient was advised to go to ed for support. At the ed, the libre 2 was still showing glucose readings >300, but her glucose level was 88 mg/dl per ed report. Of note- patient had self-increased in her insulin dose at home to try to reduce hyperglycemia readings based on the libre 2 report. Patient was diagnosed with uti during ed visit - started on antibiotics. On (B)(6) 2023 patient presented to pcp clinic for follow up, and was still wearing the same libre 2 sensor. Poct glucose done with validated clinic machine, and glucose level=137 mg/dl, and libre 2 scan was 322 mg/dl. Patient advised to remove libre 2 sensor immediately and to contact abbott (manufacturer) to report significant glucose variance and inaccurate readings. Patient counseled to do fingerstick glucose check for accuracy when libre 2 readings do not match symptoms.